Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
The previously reported event date of 2010 (B)(6) was an approximation and does not apply to this event.

Event description:
A family member reported that since (B)(6) 2010, they had been pulling out more medication than expected. They stated the patient was supposed to be refilled on (B)(6) 2013, and ¿they thought it was now (B)(6) 2013¿. They stated that the hospital decided to turn the pump down by 20%. The medications used within the system were clonidine, bupivacaine, and dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was in a nursing home and was no longer under the care of the reporting healthcare provider. They did not see anything about [the volume discrepancies] in the chart. It was later reported that the family member did not know what they were doing for the care of the patient. As far as they knew, the pump was "not in use." The daughter stated that when all of this happened with the pump, they tried to blame her and her husband for neglect". They stated the patient did not like the food at the facility they were staying, so they had not been eating. They had lost a lot of weight. The patient was taken off of her arthritic medications, and the patient was swollen. They stated the patient's feet and legs were "double in size". They were "so big they could not even do their physical therapy". They stated the patient was very unhappy and sad. They stated the patient "wanted to live, and they did not want to die".